Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic incapacitating pelvic pain/pelvic pain") and genital haemorrhage ("abnormally heavy and prolonged bleeding") in a 43-year-old female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, asthma, depression and rheumatoid arthritis. *29dec2016 surgical pathology report specimen: a. Uterus and cervix. B. Right fallopian tube. C. Left fallopian tube. Gross description: each cornua of the uterine corpus demonstrates a coiled portion of metal that is consistent with essure contraceptive device, they are both left in place, intact. 13may2016, 29dec2016. Hysterosalpingogram (hsg) other (please describe) - x-ray what did your healthcare provider tell you about your results? Bilateral occlusion: migration. Concurrent conditions included fibromyalgia, diverticulosis, gerd, multiple sclerosis, degenerative joint disease, antiphospholipid syndrome and occipital neuralgia. Concomitant products included buspirone hydrochloride (buspar) since 2010, cannabis sativa (marijuana) since 2012, diazepam since 2013, dicycloverine hydrochloride (dicyclomine hcl) since 2013, gabapentin since 2012, hydrocodone bitartrate (zohydro ER) since 2013, hydromorphone since 2013, hydroxychloroquine, lidocaine since 2013, morphine sulfate (morphin) since 2013, oxybutynin since 2012, pantoprazole since 2013, quetiapine since 2010 and sucralfate since 2013. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In may 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines"), headache ("headaches") and mood swings ("hormonal changes-mood swings"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In december 2016, the patient experienced prolapse ("prolapse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage and dysmenorrhoea had resolved, the pelvic pain, bladder disorder and migraine was resolving and the vaginal haemorrhage, menorrhagia, urinary tract disorder, headache, dyspareunia, weight increased, abdominal distension, prolapse, mood swings, vulvovaginal pain and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, prolapse, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. 2. Approximate weight at the time of essure placement 116 lbs. Four trailing coils were noted on the right fallopian tube. Five trailing coils were noted in the left fallopian tube. Insertion details, specify- procedure: four trailing coils were noted on the right fallopian tube. Five trailing coils were noted in the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. X-ray - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus,"), pelvic pain ("chronic incapacitating pelvic pain/pelvic pain") and genital haemorrhage ("abnormally heavy and prolonged bleeding") in an adult female patient who had essure (batch no. C26965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, asthma, depression and rheumatoid arthritis. *(B)(6)2016 surgical pathology report specimen: a. Uterus and cervix b. Right fallopian tube c. Left fallopian tube gross description: each cornua of the uterine corpus demonstrates a coiled portion of metal that is consistent with essure contraceptive device, they are both left in place, intact. (B)(6)2016, (B)(6)2016 hysterosalpingogram (hsg) other (please describe) - x-ray what did your healthcare provider tell you about your results? Bilateral occlusion: migration. Concurrent conditions included fibromyalgia, diverticulosis, gerd, multiple sclerosis, degenerative joint disease, antiphospholipid syndrome and occipital neuralgia. Concomitant products included buspirone hydrochloride (buspar) since 2010, cannabis sativa (marijuana) since 2012, diazepam since 2013, dicycloverine hydrochloride (dicyclomine hcl) since 2013, gabapentin since 2012, hydrocodone bitartrate (zohydro ER) since 2013, hydromorphone since 2013, hydroxychloroquine, lidocaine since 2013, morphine sulfate (morphin) since 2013, oxybutynin since 2012, pantoprazole since 2013, quetiapine since 2010 and sucralfate since 2013. On (B)(6)2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In may 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraines"), headache ("headaches") and mood swings ("hormonal changes-mood swings"). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In december 2016, the patient experienced prolapse ("prolapse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, urinary tract disorder, headache, dyspareunia, weight increased, abdominal distension, prolapse, mood swings, vulvovaginal pain and adnexa uteri pain outcome was unknown, the pelvic pain, bladder disorder and migraine was resolving and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, adnexa uteri pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, prolapse, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 150 lbs. 2. Approximate weight at the time of essure placement 116 lbs. Four trailing coils were noted on the right fallopian tube. Five trailing coils were noted in the left fallopian tube. Insertion details, specify- procedure: four trailing coils were noted on the right fallopian tube. Five trailing coils were noted in the left fallopian tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. X-ray - on (B)(6)2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs + mr received- new events added; abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain,prolapse; bloating., mood swings, vaginal pain, ovarian pain, were added.outcome of events updated for pelvic pain and genital hemorrhage. New reporters were added.concomitant drugs and conditions were added. Incident incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic incapacitating pelvic pain") and genital haemorrhage ("abnormally heavy and prolonged bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.